Event description:
It was reported, the pt had his entire scs explanted due to an infection at the ipg site. Cultures were taken and it was determined the pt had a staph infection. The physician noted the ipg was breaking through the skin and there was some drainage. The pt was placed on oral antibiotics, and the physician had scheduled a follow up appointment.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The event cannot be confirmed through product analysis testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.